Event description:
Affiliate reports that the base part of the reservoir had detached from the valve and needed to be removed. The valve was not replaced.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.